Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2003 and the mesh was implanted. Following procedure, the mesh eroded through vaginal wall and became chronically infected. The patient experienced a pelvic pain over 14 years, neuralgia and myalgia, and developed infected hematoma requiring debridement. The patient underwent a mesh removal on (B)(6) 2017. It was also reported that development of allergies, auto-immune issues, inflammatory response, adenomyosis, multiple corpus luteal cysts and psoriatic arthritis occurred. It was reported that the patient has an incisional hernia, requiring further surgery. No further information is available.